Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer stated that the pump won't stop when she enters the blood glucose level and the numbers keep scrolling. Customer stated that the up and down arrow buttons are scrolling on their own. Customer tried to change the battery on the pump. Customer had not treated for their blood glucose level. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number scrolling anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.